Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02982, 0001822565-2017-06394, 0001822565-2017-06395. Concomitant medical products: articular surface congruent "size 00 0 left 9 mm height" catalog# 00542401009 lot# 62274202 unknown natural knee tibia unknown nexgen femoral. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to wear and breakage of the articular surface component after a fall. It was noted during the revision that black residue surrounded the implants, but the surgeon did not feel that any of the other implants required removal.